Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 420 mg/dl, which was treated with a shot of long-acting insulin and short-acting insulin. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was unable to rewind. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error or excessive no delivery alarm noted. The motor was tested outside the device and passed. No blank display or display anomaly noted. No damage inside pump noted. The insulin pump passed self-test, unexpected test and operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.